Event description:
The information provided to sjm indicated that aortic valve was explanted due to marked recurrent stenosis. At explants, pannus growth was observed at the left ventricular outgrowth tract, extending into the valve, which caused restricted leaflet movement. The valve was replaced with a 25mm perimount valve (model/sn: unknown), and resection of subvalvular pannus tissue was performed. The patient was stable following surgery.